Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and unusual bleeding"), thrombosis ("blood clots") and infection ("serious infections") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering migraines prior to undergoing the implantation of essure. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), infection (seriousness criterion hospitalization), abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse") and migraine ("migraines"). The patient was treated with surgery (removal of essure in aug-2008). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the device dislocation, genital haemorrhage, thrombosis, infection, abdominal pain, menorrhagia, hormone level abnormal, abdominal distension, dyspareunia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine and thrombosis to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and unusual bleeding / bleeding / blood clots") and infection ("serious infections") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following essure placement procedure" and device monitoring procedure not performed "she did not undergone hsg test". The patient's medical history included gravida ii, parity 2 (dob (28apr1984 and 23jul1988)), hematuria, urinary frequency and irregular menstrual cycle. She had no history of suffering migraines prior to undergoing the implantation of essure. She was not allergic to nickel or any other component of essure and did not experienced a hypersensitivity reaction to nickel or any other component of essure. She did not caused or aggravated any psychiatric and/or psychological condition. Previously administered products included for an unreported indication: oral contraceptive nos from 1983 to 2005. Concurrent conditions included body mass index normal. Concomitant products included atorvastatin calcium (lipitor) and metoprolol succinate. On (B)(6) 2007, the patient had essure (ess205) inserted. In april 2007, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In 2007, the patient experienced back pain ("back pain"), abdominal pain upper ("stomach pain") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection (seriousness criterion hospitalization), menorrhagia ("prolonged menstruation"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse") and migraine ("migraines") and was found to have hormone level abnormal ("hormonal fluctuations"). The patient was treated with surgery (removal of essure in aug-2008). Essure (ess205) was removed in august 2008. In 2008, the back pain and abdominal pain upper had resolved. At the time of the report, the device dislocation, infection, menorrhagia, hormone level abnormal, abdominal distension, dyspareunia, migraine and adenomyosis outcome was unknown and the abdominal pain, genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adenomyosis, back pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, infection, menorrhagia and migraine to be related to essure (ess205). The reporter commented: she did not have complications from your essure removal procedure. Procedure used to remove your essure: plaintiff only recalls flushing out the essure device as procedure used to remove essure device diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event: adenomyosis newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), genital haemorrhage ("heavy and unusual bleeding / bleeding / blood clots") and infection ("serious infections") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (dob ((B)(6)). She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and abdominal pain lower ("cramping"). In 2007, the patient experienced back pain ("back pain") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection (seriousness criterion hospitalization), menorrhagia ("prolonged menstruation"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("severe bloating"), dyspareunia ("painful intercourse"), migraine ("migraines"), investigation noncompliance ("she did not undergone hsg test") and treatment noncompliance ("she did not used birth control or contraception at any time following essure placement procedure"). The patient was treated with surgery (removal of essure in (B)(6) 2008). Essure (ess205) was removed in (B)(6) 2008. In 2008, the back pain and abdominal pain upper had resolved. At the time of the report, the device dislocation, infection, menorrhagia, hormone level abnormal, abdominal distension, dyspareunia, migraine, investigation noncompliance and treatment noncompliance outcome was unknown and the genital haemorrhage, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, infection, investigation noncompliance, menorrhagia, migraine and treatment noncompliance to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on 08-jan-2018: new events: abdominal pain lower, back pain, abdominal pain upper, investigation noncompliance, treatment noncompliance were added. Previously reported event ¿genital hemorrhage¿ outcome updated from unknown to recovered. Patient information( dob, weight, height) were added and patient historical condition and concomitant disease were also added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.